Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a high shock impedance measurement of 124 ohms and a decrease in sensing. A rise in pacing impedance measurements up to approximately 1700 ohms was also noted. The physician suspected that the rv lead had fractured however an x-ray taken did not show any abnormalities with the rv lead. The ICD remains in service and there were no adverse patient effects reported.